Event description:
Information was received from a consumer who reported the battery wasn¿t depleting. The patient usually charged every two days, but it had been over a week since they charged the implant, and when they tried to charge the implant, it was at 100%. During the call the consumer connected to the implant, and it said therapy was off. The consumer asked how it would have turned off and it was reviewed if the battery depletes, therapy turns off. After turning stimulation on the patient was complaining of a lot of pain their throat and couldn¿t swallow along with their chest hurting, but they didn¿t want to turn stimulation off. The patient was redirected to their healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.